Event description:
The device reportedly extruded in september 2000. Revision surgery was performed and the device was repositioned successfully in october 2000. According to the information received from the center, there were continuing problems with flap breakdown and the surgeon decided to remove the device in 2001. The patient was reimplanted with another clarion device 6 months later.